Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. One device evaluation is in progress. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes malfunction event in which the device broke. There was patient involvement and this occurred during a total knee procedure; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. One event was confirmed. The type of fracture observed on the teeth of the returned blade suggests the blade came into contact with metal during the procedure, this could have caused the fracture at the web of the blade. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device broke. There was patient involvement and this occurred during a total knee procedure; no patient impact.